Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that they run patient correlation study every four hours. The customer had performed patient correlation study during the time of event, which was acceptable. The ccc specialist reviewed the process error log and found that there were several aliquot probe clog detection errors flagging around the time of the event. The customer confirmed that the errors were addressed. The ccc specialist checked the results monitor and did not find any mix errors. The quality controls were acceptable during the time of event. The customer believes that the issue was due to a clogged aliquot drain, which was resolved after it was cleaned. The customer continued to run the samples without further issues. A siemens headquarters support center (hsc) specialist reviewed the calculation data and verified the ccc specialist's finding that all of the discordant calcium results coincided with the same well set. However, there were a number of other calcium samples that were from the same well set which had acceptable recovery. The hsc specialist stated that there is no evidence of mixing errors or reagent delivery. The hsc specialist also stated that this is not a reagent or method issue. The hsc specialist concluded that the data is consistent with instrument related issues with the probable cause related to a clogged aliquot drain. The number of process errors related to aliquot clog detected, further support this conclusion. The cause of the discordant, falsely low calcium results on patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation if device is required.

Event description:
Discordant, falsely low calcium results were obtained on patients samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low calcium results.

Manufacturer narrative:
The initial MDR 2517506-2017-00496 was filed on may 25, 2017. Additional information (05/25/2017): the initial MDR states "it is unknown if the corrected results were reported to the physician(s)." This information was provided indicating that the corrected results were reported to the physician(s).

Event description:
The corrected results were reported to the physician(s).